Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to broken lead 1- and lead 2- wires. The root cause for the broken lead 1- and lead 2- wires has not been positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.